Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited a b30 scope communication error. The issue occurred during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216(scope communication error). A definitive root cause could not be identified. Based on the results of the investigation, for the e216(scope communication error). Most probable cause of the complaint is traced to component failure and for the reported failure the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.